Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the clinic, with an unspecified pain on left side. X-ray revealed lead dislodgment. The lead was repositioned. The patient was stable.